Manufacturer narrative:
This is 2 of 5 report. The subject device is not available.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
Product available to stryker and returned date: updated. Device evaluated by mfg and summary attached: updated. The device history record review confirms that the device met all material, assembly and performance specifications. The catheter shaft was inspected and no defects were noted. During function testing the catheter was flushed with no difficulty. The patency mandrel was advanced through the catheter with no friction. In this case review (visual, physical, and/or performance testing) of device showed no evidence catheter polytetrafluoroethylene (ptfe) coating peeling. Therefore, the reported issue of ptfe coating peeling could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. In the case of this complaint friction was encountered when advancing synchro guide wire through this sl 10 microcatheter and in physician¿s opinion there was a problem with inner lining of the catheter. In this case it is possible that the inner lining was damaged during forceful advancement of the guidewire against friction. The reported friction was most likely due to some procedural/anatomical factors encountered. This however cannot be conclusively determined. In this case the device was not returned and review and analysis of all available information failed to indicate an assignable cause or probable assignable cause. Therefore, an assignable cause of undeterminable will be assigned for this investigation.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.